Event description:
A (B)(6) female patient called zoll customer support to report that her electrode belt cables were damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon investigation, the cable connecting the distribution node to the rear therapy electrodes was cut from the distribution node. The root cause for the cut cable could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.